Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. A little over a month later the pt presented with wound drainage which was mild in intensity. The pt was prescribed ceftin initially and then clindamycin (150mg po tid x 3 weeks) for a staph infection. The outcome of this event is unknown, as the pt was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "intercurrent illness" as a possible explanation for the event.